Event description:
The customer reports that the device reboots during cases and also the device is showing indication of the battery being there. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device reboots during cases and also the device is showing indication of the battery being there. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.